Manufacturer narrative:
January 13, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): device went into standby mode. Since the device remains implanted, the files from the programmer were reviewed. The files showed the device switch could have resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. There is no safety issue or specification related issue. The device can remain implanted with standard follow-up intervals. (B)(4). Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as strong interference, medical environment). Normal behavior was restored upon device re-initialization (process automatically proposed to the user by the programmer, when a device is found in standby mode). Because of this event did not lead to any patient issue, and is not related to any implant anomaly, no further action is needed for this case.

Event description:
Pacemaker is found in standby mode at follow up.